Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patent reported right side "allergan textured" and "rupture". Healthcare professional reported right side "replacement due to device rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, creases fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patent reported right side "allergan textured" and "rupture". Healthcare professional reported right side "replacement due to device rupture". Device has been explanted.